Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation- discarded.subject device has not been received. Without a lot number, the device history record. Review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure for a right proximal tibia fracture, the 3.5mm variable angle locking screw went completely through the variable angle proximal tibial plate while using a torque screwdriver to insert the screw. The surgeon cut the head of the screw off to back it out of the plate. Surgeon was able to extract the screw. An additonal screw was not added and the screw hole was left empty. There were no fragments generated. The surgeon was able to achieve stable fixation and completed the surgery successfully. There was a ten minute surgical delay. There was no reported issue with the torque screwdriver, as it functioned as intended for the other screws that were successfully implanted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.